Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 32, indicating a delivery motor communication error after multiple restarts, and the user was advised to shut down the device and revert to backup therapy while a replacement was arranged. Symptoms included none, and blood glucose was reported as 144 mg/dl without adverse effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and user education regarding device shutdown, data sync, and return logistics. Investigation of this case revealed a suspected motor processor communication failure consistent with a delivery motor communications malfunction. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed, and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.